Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 021083c001, version #: 4.2.1, ubd: , UDI#: h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the 2nd and 3rd spin showed distortion. The area of interest did not have any screws implanted yet, and the first spin looked good in the area. The area of interest where the scan looked distorted was from t2 to about c5. The scan looked good from c5 to about c2. The most likely cause of the event was due to flickering of red status on the navigation system during the failed spin. There was a reported delay of less than one hour and no reported impact to patient outcome.